Manufacturer narrative:
Follow-up received on 15-jun-2016. (B)(4). We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain/cramps/sharp shooting pain in lower abdomen and heavy bleeding (regarded as genital bleeding). When questioned if essure had been removed or if anyone told her that the device needed to be removed the answer was yes. The reported events are listed in essure's reference safety information. During essure micro-insert therapy, abdominal pain and abnormal genital bleeding may occur. In this particular case, limited information was provided. However, considering events' nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, as although it was not totally clear from the report if essure was actually removed, an intervention cannot be formally excluded in this case. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. According to additional information, this case became legal. Therefore, further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5058257) in united states on 21-dec-2015 which refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2015, lot number c91740. Consumer reported that a few months after placement she started to experience migraines, constant bloating, gas, lower back pain, weight gain, abdominal pain, night sweats and no periods. As concomitant medications she received gabapentin, ibu, echinacea and vitamins. A serious injury and event date (B)(6)-2015 were mentioned but not specified and/or assigned to one of the events. Follow up 27-apr-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow up information received on 10-may-2016 and case was upgraded to incident: legal claim was received for this patient; this case is considered potential legal from date forward. The plaintiff was (B)(6) years old at the time of essure placement on (B)(6)-2015. She claimed as result of placement of essure devices the following events: heavy bleeding, cramps, back pain, sharp shooting pain in lower abdomen, and loss of sexual interest. When asked if the essure device has been removed or if the plaintiff was told the essure needed to be removed, the answer was yes. It was also informed she discussed removal with her physician. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain/cramps/sharp shooting pain in lower abdomen and heavy bleeding (regarded as genital bleeding). When questioned if essure had been removed or if anyone told her that the device needed to be removed the answer was yes. The reported events are listed in essure's reference safety information. During essure micro-insert therapy, abdominal pain and abnormal genital bleeding may occur. In this particular case, limited information was provided. However, considering events' nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, as although it was not totally clear from the report if essure was actually removed, an intervention cannot be formally excluded in this case. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. According to additional information, this case became legal. Therefore, further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.